Event description:
Pt transvenous defibrillator had over sensing of artifact from his difibrillator lead and he received an inappropriate shock. The defibrillator had a power-on reset. At surgery no fracture of the lead could be found. So both leads of defibrillator were replaced.